Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination found that the part's mating features and thread form appear to be in good condition. A dimensional inspection found the major diameter to be within specification. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that a pt with a long history of scoliosis which had increased significantly over the past year with a 45 degree curve underwent surgery with implant of posterior hardware. One month prior, the pt underwent surgery for hydrocephalus. Sometimes post-op, it was reported that the setscrews had backed out of the screws and the pt underwent a revision surgery to replace hardware.